Event description:
The customer reported that the system made a noise and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended.